Event description:
The user facility reported that a reliance synergy washer/disinfector was leaking water beneath the washer and then created a puddle approximately 3' x 4' on the floor. No procedures were cancelled and no injuries were reported but it was reported that there was slight damage to the linoleum floor.

Manufacturer narrative:
The steris technician inspected the unit and found that the dryer piston head had a crack that prevented proper sealing, allowing water to flow into the vent hose and onto the floor. The technician replaced the dryer piston, ran test cycles to confirm the unit was operating properly and returned it to service.